Event description:
It was reported that in 2009, the intra-aortic balloon (iab) was inserted via a sheath into the "left leg." The "40cc plug did not work" and therefore was replaced with a "spare one."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.